Event description:
When disposing of the 20 gauge insyte autoguard device, that failed to retract, the nurse pushed the catheter into the obstructed opening of the sharps container resulting in a needle stick injury. The opening to the sharps container was obstructed and the nurse pushed with the hand, the nurse was not wearing gloves. The nurse contracted hepatitis c as a result.